Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found a cannula kink on the device. The root cause of low flow was a cannula kink. The cause of kinked cannula was most likely a patient condition.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an 87-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the flow rates were low. The team discovered the impella cp had kinked. Repositioning was attempted, however the flow rates did not improve. As a result, the decision was made to replace the pump. There was no patient harm.